Event description:
Patient was placed on chair with chair check in place and activated. Five minutes later, patient slid from chair to floor and the chair check did not alarm. The patient suffered no injuries.